Event description:
It was reported a patient was being infused with heparin (units/kg/hr) and dobutamine (mcg/kg/min). One alaris IV pcu was attached and in use with 4 channels. Pump was simultaneously infusing heparin with channel (b) weight of 98.7 kg and dobutamine with channel (a) weight of 95 kg. Channel a adjusted to reflect correct pump weight of 98.7 kg. Customer is not sure if this is a single alaris brain issue or a software issue. There were no adverse effects caused to the patient.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 28nov2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pcu (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu (B)(6) which did not confirm similar complaints with the same or related failure mode for this custom a review of the device history record showed the device had a manufacture date of 12jan2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n 15115158 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer report of the patient weight changing while infusing heparin can be attributed to user programming. No device malfunction occurred.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported a patient was being infused with heparin (units/kg/hr) and dobutamine (mcg/kg/min). One alaris IV pcu was attached and in use with 4 channels. Pump was simultaneously infusing heparin with channel (b) weight of (B)(6) kg and dobutamine with channel (a) weight of (B)(6) kg. Channel a adjusted to reflect correct pump weight of (B)(6) kg. Customer is not sure if this is a single alaris brain issue or a software issue. There were no adverse effects caused to the patient.